Event description:
Received information regarding a cartridge leaking. Customer has had consistent high blood glucose levels.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up report will be submitted.